Event description:
It was reported by the customer that during performance maintenance, the unit failed the battery test. The customer is using non-philip batteries.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.